Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: when cable on controller was hooked to pm, pt had an off event. Same event when black cable hooked to pm. Controller changed on (B)(6) 2014. No alarms. When pt hooked to pm or 14v cable the pump off was 15 min later. (B)(4) did not show weak areas in (B)(4).

Manufacturer narrative:
The reported events of red heart alarms can be confirmed based on the evaluation of the submitted system controller log file and the pump evaluation. Vad-(B)(4) was returned assembled. The percutaneous lead was cut approximately 2 inches from the pump housing and a ~32 inch portion and ~6 inch portion of the severed percutaneous lead were returned. The sealed inflow conduit, sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump. The metal braided shield of the percutaneous lead demonstrated minimal shield break down. However, shield breakdown could be seen near the pump. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts for the proximal and distal portions. A hipot test was conducted and an exposed wire was found on the ~32 inch severed segment. At approximately 30.5" from the metal connector end, a breach was found on the red wire. This section of the wire was internal. The red wire breech appeared to be due to abrasion from the braided shield as a result of repetitive flexing of the lead in this location. As a result of the breech in the insulation of the wire, the underling wire conductors were exposed. The red wire represents one of the two redundant wires in motor phase 2. The reported red heart alarms would have occurred as a result of the exposed conductor of the wire contacting the braided shielding and shorting to ground while connected to the power module. Furthermore, the pump evaluation revealed a loosely seated, white deposition in the outlet stator. However, there was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was seen in the clinic for a routine visit. Previously the patient heard "random beeps" and had changed out his battery clips. Upon switching him from battery power to the power module for interrogation, he was noted to have a pump off event. The patient was then tried on the ungrounded power module cable and he did not have any alarms or pump off events. The patient was admitted overnight for observation and an x-ray was taken on the percutaneous lead. The x-ray was benign. The patient's system controller was changed to his backup. He tolerated the change well and originally was able to switch to power module without pump off events. However, after 10 minutes he had pump off event. When the log files were reviewed they showed several pump stop events. These events look like they may have occurred both on the patient cable and on the battery power. Patient felt it occurred when the distal end of driveline was manipulated. The patient received a pump exchange on (B)(6) 2014.